Manufacturer narrative:
(B)(4): batch #m9137r. The device was received with the upper jaw detached not returned and with the I-blade upper tip fractured and slightly lifted. In addition, the cable was cut off. The cable cut off is not related with the complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4): information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: the broken clamp arm (top jaw) could be removed out of situs. There were no anomalies notices with the device. During the procedure the device was twisted and used to lever tissue.

Event description:
It was reported that during a cystectomy procedure, the clamp arm was broken, part fell into situs. No further information is available. Another like device was used to complete the procedure.